Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were not returned. There is no indication of any device malfunction. Device mfg date: monitor sn (B)(4) - 06/2010. Electrode belt sn (B)(4) - 05/2013.

Event description:
A zoll distributor reported that a (B)(6) male pt had reported an injury to his rib cage. The pt stated that his left rib cage was protruding and it hurt to take a breath. He believed that the rib protrusion was caused by the lifevest. A subsequent x-ray showed that the pt did not have any broken ribs. There is no indication of any device malfunction.